Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the renal artery. After renal angiography, a 6.0x30x135cm express ld vascular stent was advanced to treat the lesion. However, upon inserting the device into the sheath, resistance was encountered. The device was removed and it was noted that the middle of the stent became lifted. The procedure was completed with a 6x37mm express ld stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.:the complaint product was returned for analysis. A visual examination of the crimped stent found that stent struts on the 6th row from its distal end were misaligned. One possibility is that the stent struts were lifted during withdrawal from the sheath. The exposed section of the balloon did not appear to have been subjected to any positive pressure. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the renal artery. After renal angiography, a 6.0x30x135cm express ld vascular stent was advanced to treat the lesion. However, upon inserting the device into the sheath, resistance was encountered. The device was removed and it was noted that the middle of the stent became lifted. The procedure was completed with a 6x37mm express ld stent. No patient complications were reported and the patient's status was good.